Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). The physician reviewed the transmission and chose not to reprogram. It was also noted that the lead will be replaced in the future during the patient's next generator change. The lead is still in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.